Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Manufacturer representative reported they were only told that the physician would be "revising the pocket." They had no further information.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic . Patient reported that she had a lead revision surgery on the day of this call. On the same day, a manufacturer representative (rep) clarified that patient had pocket revision. Rep stated the implantable neurostimulator (ins) pocket was too shallow. It was also noted that the pocket was too superficial for patient. Rep stated it was unclear if the ins was too shallow because patient lost weight or too shallow at the last implant. There were no further complications that have been reported as a result of this event.